Event description:
It was reported that the device did not generate alarms under expected alarm conditions and it is not free from critical error because it displayed the error message 4100 and the alarm file on sd card was corrupted. No patient harmed and no injury reported.

Manufacturer narrative:
The device, intended for use in treatment, has been returned and evaluated. Visual inspection reported defects to the outer case. The functional evaluation confirmed that device could not generate alarms under expected conditions, displaying the reported error code, establishing a relationship with the event reported. The root cause was identified as a software related issue on the sd card. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found additional complaints for the product and failure mode reported in the last three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.